Event description:
Upon arrival the ventilator was attached to the patient and not delivering any breaths. The ventilator sounded like the expiratory valve was sticking. The patient was manually ventilated with ambu bag. Attempted to replace expiratory limb of circuit, expiratory valve, and flow sensor. The problem reoccurred. The device was removed from service and patient placed on a new device. Upon inspection, expiratory valve diaphragm appeared to have a defect. Additional product pulled from inventory for analysis.